Manufacturer narrative:
Our labeling contains the warning regarding not using cidex opa on instruments used on bladder cancer patients.

Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. Allegedly, the doctor reported that 3-4 bladder cancer patients experienced anaphylactic allergic reactions after this cystoscope was used. During follow up call with doctor, we learned that he was using cidex opa to reprocess the scope. We explained that cidex opa is contraindicated for use when scope is used on bladder cancer patients. He confirmed he will no longer use cidex opa. Pt conditions good after steroid and benadryl treatment. The info regarding contraindication is contained in asp (B)(4).